Event description:
It was reported that the patient¿s implant had not worked for quite a while. The patient clarified ¿quite a while¿ by stating ¿probably a good year.¿ the patient stated that it had not bothered her until the month prior to report. The patient reported that it was bothering her hips and down her legs. The patient stated the last time she met with the manufacturing representative and had to have it charged. The patient stated that the manufacturing representative told her next time she would have to have surgery. The patient did not remember when that occurred stating that ¿she did not remember and noted that she has had so many surgeries.¿

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# j0454723v, implanted: (B)(6) 2004, product type: lead. Product ID: 3487a-33, lot# j0454723v, implanted: (B)(6) 2007, product type: lead. Product ID: 3708320, serial# (B)(4), implanted:(B)(6) 2007, product type: extension. (B)(4).